Manufacturer narrative:
Submit date: 18-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump set was broken and leaking around where the tube sits on the pump's wheel.

Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures. One used sample was received; a functional test was performed, as result no leaks or error messages were displayed during the test. The device was working as it should. The failure mode reported was not confirmed. A possible root cause could be related with incorrect handling of the device or an improper formula used. No corrective actions will apply since the failure mode reported was not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.